Manufacturer narrative:
Samples are li heparin plasma collected in a pst tube and centrifuged for three (3) minutes. All sample appearances were normal and were aspirated from the primary collection tube. Per the customer, qc was within the customer's established ranges prior to and after the erroneous result. A system check was performed on (B)(6) 2011 and met specifications. A field service engineer (fse) was dispatched on (B)(6) 2011 and performed a high sensitivity (hs) system check, which met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one (1) patient's sample, generated by the access 2 immunoassay system. Repeat testing and subsequent samples resulted in the normal reference range. The patient was admitted to the hospital for observation only. No reports were received on the impact to patient treatment associated with this event.